Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0jvs0, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(6).

Event description:
The patient reported that she had just had an MRI and stim had been turned off during the MRI. The patient wanted help because she could not get it back on, it was only on one side. Patient services began working with the patient to start to sync. At that moment, the patient said she would call back and ended the call. Before the call ended: patient services asked if the MRI was related to her medtronic device and the patient said no. Symptoms reported were: the patient could not get stim back on it was only on one side. Event date: (B)(6) 2015. No outcome was reported regarding this event. Indications for use noted: urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reports a loss of therapy. Patient had an MRI about 3 months ago, and representative couldn't turn her therapy back on. Patient said she got 10 numbers across the top row. When patient services had patient connect with her implant today, it showed therapy was off at 0.00 in program 1. Patient was able to increase stimulation when turned on again. Patient services was not sure why patient said representative couldn't turn it on for her. She also said stimulation had change where she felt only stimulation on one side of her pelvic area, and it wasn't doing it's job. It was unknown when the issue started. Patient was to see hcp and representative next week. Symptoms reported was no symptom relief in pelvic.

Event description:
Additional information from the consumer reported that no steps were taken to resolve the unable to turn stimulation on and stimulation being on one side.